Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 459 mg/dl. The customer stated that their blood glucose was so they changed the infusion set. When the customer removed it, the cannula was bent. The customer informed that they received an insulin flow blocked alarm during fill tubing so they changed the entire set out. The customer reported that the event was resolved by changing the complete set. The insulin pump will not be returned for analysis.